Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in right coronary artery (rca). The physician attempted to use a 1.5 rotational atherectomy device but it stalled and got stuck immediately. A diamondback 360 precision coronary orbital atherectomy device (oad) was then inserted and 4 proximal-to-distal treatments were performed on low speed. While removing the oad from the body, it was noticed that the driveshaft was fractured at the crown. The oad and the viperwire advance coronary guide wire were removed as a system. The vessel was rewired and a 3.0 non-abbott balloon was used to fully treat the calcium followed by ballooning and stent placement. There was no clinically significant delay in procedure and no adverse patient effects. The physician believed the fracture occurred due to the angulation and severity of calcification. No additional information was provided.